Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and audio beep anomaly from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer treated with grape juice. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to an MRI. The customer reported the beep anomaly occurred 4-5 times a day. The customer was advised to speak to their health care provider regarding the low readings. The insulin pump will not be returned for analysis.